Event description:
It was reported that there was an open reduction and internal fixation of the humerus revision due to the screws and bushings pulling through the sutureplate. Date of original surgery was (B)(6) 2012. Date of revision surgery was (B)(6) 2012. The suture plate and screws were all removed. Another device manufacturer's product was used and the case was completed successfully.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Evaluation of the returned device confirmed the complaint. The bushings from four of the holes of the 5-hole plate were loose when the device was received. The device met all material specifications as received. It is unknown if any post-op non-compliance circumstances contributed to the complainant's event. Based on the information available and the observed condition, a cause for the complainant's event is unknown. The directions for use (dfu-0139) states: postoperatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.